Manufacturer narrative:
Product event summary: the full lead was returned. Analysis revealed the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right ventricular (rv) lead exhibited low r-waves. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in the field action but returned product testing has not been completed; therefore, it could not be determined if this device performed as described in the field action. Product ID: 7232cx implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.